Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported needle to cuff miss, unintended system motion-suture/link/knot and failure to advance the knot could not be determined. The patient effects of hematoma, pain and vasovagal episode (syncope) are listed in the electronic proglide instructions for use as potential adverse events of use of the device. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and medication required were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event, device available for evaluation: estimated date. The device location was not provided. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported through a research article identifying proglide devices that may be related to the following device issues: knot entrapment, miss of the sutures, knot positioning. These device issues may be related to the following patient issues: use of second device, manual arterial compression, hematoma, pain, vasovagal reactions requiring vagolytic medication. Specific patient information is documented as unknown.